Manufacturer narrative:
H10: h2: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the testing specifications found sample sizes, inspection methods, testing methods, and acceptance criteria for testing needle to suture attachment. The procedure found that a visual inspection must be performed. Needle attachments are tested for attachment strength during production. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ankle ligament repair, the surgeon prepped the bone hole with k-wire and then inserted the twinfix. He opened the anchor inserter handle with a mcdonald instrument to release sutures with needles. As he was taking rubber off the needles, one needle came off in his hand. Sutures all fine and other needles all still attached. It did not affect surgery or the outcome. The procedure was completed with a change in the surgical technique, using a mayo needle. It was necessary because the needle came off the suture, the doctor had to use a mayo needle that hospital provides so that he can then still use the suture and pass it through the tissue. No significant delay and no patient injury or other complications were reported.